Event description:
On (B)(6) 2012 I had an essure implant. Since the implant I have had increasing abdominal pain consistent with my cycle. The first year I just figured it was my body getting used to the implant and scarring like it is supposed to. But it's been another 2 years and it is getting progressively worse. I have also noticed (maybe unrelated) that it is almost impossible to wait to pee. If I have to go, I have to go now. I'm only (B)(6). I don't want to get into details about sex, but that hasn't been the same since essure either.